Event description:
It was reported that the patient's catheter was found to be broken into two. Upon inspection, one part of the catheter was inside of the patient¿s penis with at least 2cm in length. The other half of the catheter was on the floor. The doctor was informed and removed the part of the catheter within the patient by draining the catheter balloon with a syringe. The patients were given a bladder scan, assessed for trauma to the penis, and monitored to check they could pass urine without problem. No harm was reported to the patient. The broken catheter has been retained for further investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient's catheter was found to be broken into two. Upon inspection, one part of the catheter was inside of the patient¿s penis with at least 2cm in length. The other half of the catheter was on the floor. The doctor was informed and removed the part of the catheter within the patient by draining the catheter balloon with a syringe. The patients were given a bladder scan, assessed for trauma to the penis, and monitored to check they could pass urine without problem. No harm was reported to the patient. The broken catheter has been retained for further investigation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate design". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water-filled luer-tip syringe. Do not use a needle tip syringe to inflate balloon. 6. Connect catheter to collection container. 7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities. 5ml balloon: use 5ml sterile water. 10ml balloon: use 10ml sterile water. 30ml balloon: use 35ml sterile water. Do not exceed recommended capacities." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.